Event description:
It was reported that a charge circuit timeout occurred during in-box charging of device. Reset and tried charge again, eri then triggered. The device subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.

Event description:
It was reported that a charge circuit timeout occurred during in-box charging of device. Reset and tried charge again, eri then triggered. The device condition was identified prior to any patient involvement. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The device condition was identified prior to any patient involvement. Evaluation summary: the reported charge circuit timeout was caused by a low impedance (drain to source short) in a transistor. Secondary damage to the transistor is due to the battery discharging through it. Other text : it was reported that a charge circuit timeout occurred during in-box charging of device. Reset and tried charge again, eri then triggered. The device condition was identified prior to any patient involvement. The device subsequently tested out of specification during manufacturer's analysis. Electrical tests performed actual device involved in incident was evaluated mechanical tests performed. Visual examination: component/subassembly failure. Transistor device was out of specification in a manner that relates to event charge, failure to.